Event description:
The son of a home peritoneal dialysis pt reported that treatment had just started when he smelled something burning, heard a "frying noise" and saw sparks and flames coming form the cycler plug. He pulled the cord and treatment was discontinued. There was no adverse effect on the pt.